Event description:
It was reported that the patient was implanted a ti fracture-plts 2.3 cmf on the mandible left side on (B)(6) 2013. The patient underwent revision surgery due to a fracture. The following statement was reported: on (B)(6) 2013, the patient underwent revision surgery due to another mandible fraction close to the spot where the first fracture occurred. During the surgical procedure, it was detected that the fracture was caused by the patient's bone fragility and not to the plate which was inserted before. During the new surgical intervention two plates were placed, one of them belongs to normed's 2.3 system code 50104000 lot 6944184b10cb. On (B)(6) 2013, there was planned that the patient had to undergo revision surgery due to the failure of the plate. The patient underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not received devices for review. Other source documents (2 x-rays) were submitted. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. Once we received substantial info, a follow up will be submitted. (B)(4). Once we receive the exact dates they will be captured in the next report.